Event description:
Pt was prepared for a midline insertion according to protocol. A 22 gauge midline was inserted without difficulty and had a good blood return. The nurse flushed the catheter and put a dressing on, which took 1-2 minutes. Almost immediately after the dressing was done, the pt complained of feeling dizzy and having difficulty breathing and stated her throat was closing. Pt was red from the neck up. The catheter was discontinued and pt returned to baseline condition within 5 minutes. Physician was notified and no further orders were given.